Event description:
It was reported that intra-op, the blade was opened and used on the handpiece and it could not get stuck on the otolaryngology handpiece and the operation could not be performed. The blade was used for the first time and procedure was completed with other back-up product without any issue with the handpiece. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that visually, there was no damage noted in the construction of the device. However, the irrigation port was misaligned with a bent angle of the device. Functionally, the inner assembly spun freely by hand with no issues. The device was loaded into a handpiece, and while device was rotating in oscillating mode up to 7 ,500rpm, the wobbling was observed. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.